Manufacturer narrative:
The leads are expected to be returned in pieces and segments. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a right ventricular (rv) lead revision, this right atrial (ra) lead was inadvertently tangled in the temporary stent that was used to assist with the extraction of the rv lead; thus requiring the ra lead to be explanted and replaced. Attempts to implant new leads were unsuccessful due to the patient's anatomy, so the physician elected to remove all products and re-implant a new system on the patient's right side the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned, with a total length of 472 mm. The insulation ends at 280 mm. Conductor coils were stretched from 255-390 mm from the terminal pin. No further testing was performed. The induced damage was confirmed by visual inspection. The lead was severed and only the proximal segment was returned.